Event description:
It was reported in a service report that the bed would start alarming and all the motors would try to run. Elevating and lowering the head, foot, fowler and gatch all at the same time, as soon as the bed was connected to ac power. No adverse consequences were reported.